Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was at non profile mode and the device needed to be configured to profile mode. A technical support specialist (tss) followed 'request to change station to or from profile mode' to configure the profile mode of the devices. The tss confirmed that station (3ewb2) was already in profile mode and station (3ewa2) had been changed from non-profile mode to profile mode to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the devices.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine profile was set up as non profiled instead of profiled, resulting in nurses being unable to retrieve medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.